Event description:
It was reported that the mobile programmer electrograms (egm) and markers displayed artifact not related to device movement or electrical connection. It was also reported that there was a loss of egms despite telemetry being maintained and it was noted that the loss of egms did have the marker channels maintained. The loss of egms occurred on both the analyzer and mobile programmer application functionality. The egms were restored upon reinterrogation of the cardiovascular implantable electronic device (cied). It was determined on analysis of logs that a loss of bluetooth connectivity occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the mobile programmer electrograms (egm) and markers displayed artifact not related to device movement or electrical connection and that there was a loss of egms. It was determined on analysis of logs that a loss of bluetooth connectivity occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.